Manufacturer narrative:
F(B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion to treat degenerative disc disease. It was reported that the tip of the driver cracked causing the driver to slip off of the set screw. No patient complications were reported.

Manufacturer narrative:
Additional info: visual and optical examination revealed cracks at corners of internal hex 180 degrees apart from the other. The location and d irection of the tip cracks are consistent with bend stress overload. The above observations are consistent with bend stress overload, which may have contributed to the foregoing event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.